Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he has a synergy patient who ended up with +1.50 cylinder. The doctor planned to do a lens exchange for a synergy non-toric intraocular lens (iol). Surgically induced astigmatism (sia): 0.10, axis: 180. Uncorrected visual acuity (ucva) evaluation: (B)(6) 2021: 20/400. (B)(6) 2021: 20/60. (B)(6) 2021: 20/50. (B)(6) 2021: 20/25. (B)(6) 2022: 20/30. (B)(6) 2022: 20/30. Pre-surgery refraction: (B)(6) 2021: -3.00 +2.75 x 050 (20/25). Post op refractions: (B)(6) 2021: -0.25 + 2.00 x 001 (20/20) (8 weeks). Additional information received from the account indicated that the lens was explanted. No further information was provided.